Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We tehrefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized for low blood glucose. Troubleshooting was performed and pump appeared to be operating normally.